Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Patient emergently presented to the hospital for back pain. Test revealed discitis or an active infection in the space. The original surgery was performed by dr (B)(6) in 2004. Dr (B)(6) decided the best course of action was to remove the charite disc and to reconstruct anteriorly with bone graft and the add pedicle screws posteriorly for stabilization. The implant was removed as planned without incident. Patient was reportedly immuno compromised. Reported empyema 12 months ago.